Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a routine preventative maintenance performed by getinge representative, the fse replaced the batteries and then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
During a routine preventative maintenance performed by getinge representative, the cs300 intra-aortic balloon pump (iabp) battery run time was less than 100 minutes and the battery was not due until 02/2020. There was no patient involvement, and there was no adverse event reported.